Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
The event of capsular contracture, is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later confirmed "baker grade 1" and "same implant was put in". The event of baker grade I is non serious and not reportable.